Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a local station clocks being behind current time. The field service engineer corrected the station clocks to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a multiple patients showing in different area. The customer reported issue occurred when dispensing medications to the patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, g3, h4, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2023 to (B)(6) 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.